Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging an issue with the one touch ping meter reverting to setup mode. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The alleged issue began on (B)(6) 2013 at 10:30 p. M. The patient stated she manages her diabetes with an insulin pump and continued with her usual dose of medication (unknown dosage) in response to the alleged issue. At the same time the alleged issue occurred, the patient claimed she had symptoms; however the patient did not provide the specific symptoms she had developed. The patient reported at 11:20 p.m. That same day, she self treated with 6 units of novolog. The patient did not test on another device. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca noted that the issue did not occur after removing/replacing the batteries. The meter was out of warranty, so no replacement products were sent to the patient. Although the patient treated herself with insulin, there is no indication that the subject meter caused or contributed to a serious injury and the patient did not report any symptoms. However, this complaint is being reported as a malfunction because the issue was not resolved during troubleshooting.